Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars-cov-2 2 false positive results were obtained. Confirmatory testing was performed using pcr test method and the results were negative. There was no report of patient impact. Customer has stated no additional details will be provided. (B)(4).

Manufacturer narrative:
H.6. Investigation: this statement summarizes the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 0253773. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Investigation was performed on the batch number 0253773 and no relevant issue was found. Retention sample testing was performed on batch number 0253773; no relevant issue was found. The complaint was unable to be confirmed via the retained samples. A trend was identified for false positive results. Based on the trend, CAPA#1878253, was initiated. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported while testing for sars-cov-2 2 false positive results were obtained. Confirmatory testing was performed using pcr test method and the results were negative. There was no report of patient impact. Customer has stated no additional details will be provided. Eua # (B)(4).